Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at unknown concentrations and doses via an implantable pump for intractable spasticity. It was reported that when the patient would bend over and do "anything around that area", she could put her hand around the pump. It was asked if it was normal for it to feel that loose. This began when the pump was implanted on (B)(6) 2016. It was stated that the hcp told the patient he needed to "pull that space open again" in order to put the pump back in and it was noted to be a difficult process which takes strength to do so and not tear anything. It was noted that this was part of every replacement. It was further stated that the looseness was due to the nature of the replacement. There were no symptoms noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter.

Event description:
Additional information was received and it was reported they were doing a pocket revision and the surgeon cut the catheter near the pump connector. The company representative was on their way to the facility to assist with the repair of the catheter. There were no reported patient symptoms and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.